Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited that white foreign material was found in the air/water tube, the air/water cylinder and the nozzle was clogged with a rubbery grey material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (primary UDI number) from (B)(4) to (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed adherence/clogging of foreign material, but the type of material or root cause could not be identified. Reprocessing was not conducted properly because water tightness was lost due to a damaged auxiliary water channel. Subsequently, the material was not possibly eliminated. The event can be detected/prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.